Event description:
User received false positive troponin t results for two pt samples. No unit of measure were provided. Sample 1 initial result 0.087, repeat in 2008 gave <0.010 twice. In the same day, sample 2 initial result 0.066, repeat gave <0.010 twice. No info was provided to determine if initial results were reported or if pts were adversely affected. If additional info is received, appropriate notification will be provided.